Event description:
The event occurred on an unspecified date and involved a tego connector. The customer provided a vague report stating that the tego was getting loose/detached; they stated that there was one patient with 'suspected' air embolism and blood from line, probably due to defective tego and loose clip). No additional information is available at this time.

Manufacturer narrative:
Device was not available for return. The reported complaint of a damaged tego could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined.